Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with multiple telemetry transmitters. No patient harm or injury was reported. Investigation summary: the available information reasonably suggests that the root cause is power loss. Technical support requested the customer inspect the org closet. They found that the ups was down, and they would communicate back to nihon kohden if further assistance was needed. A review of the serial number history finds no recurrence of the reported issue. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: telemetry transmitters: model #: ni. Serial #: ni. Org: model #: ni. Serial #: ni. Ups: model #: ni. Serial #: ni.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with multiple telemetry transmitters.

Manufacturer narrative:
The customer reported of communication loss on multiple telemetry devices. No patient harm was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported of communication loss on multiple telemetry devices. No patient harm was reported.